Event description:
Mom called in to customer service to report that the housing of her pump and style transformer completely cracked apart while handling at the seam.

Manufacturer narrative:
Contact was not made with the customer to obtain additional info regarding this event. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.